Event description:
It was reported that the patient was admitted to the hospital for overnight observation under telemetry when the patient received appropriate hv therapy from the device. During observation, some oversensing episodes were noted. Review of session records noted myopotential oversensing. Recommended programming changes were not made. Patient was discharged. Patient will continue to be monitored. No further information is available at this time.